Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that both valves have a blockage. The control reservoir, the peritoneal catheter and the ventricular catheter were permeable. Computer controlled test: because the valve is not permeable, a computer controlled test is not possible. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we cannot determine functional deviations or other abnormalities in both the peritoneal catheter and the ventricular catheter. Both catheters operated within all specification. Furthermore a blockage of the progav 2.0 and the shuntassistant was detected. Additionally the progav 2.0 was no longer adjustable. The visible deposits led to the functional impairments. Lastly, we can determine visible deposits in the prechamber. The deposits had no effect upon the specifications at the time of the examination. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
The complained product was sent to the manufacturer and the investigation has been completed.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx439-t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the progav 2.0 had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. The complained product will be sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.